Event description:
A pt reported experiencing inaccurate high results. The pt's blood glucose results were meter 432 mg/dl and lab result was 290 mg/dl. Tests were done within 30 minutes with a calculated difference of 49 mg/dl. Pt did not experience any adverse events. No further info has been reported.